Manufacturer narrative:
Imdrf device code a150103 captures the reportable event of bands premature deployment.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopic treatment of esophageal varices with ligation procedure performed on (B)(6) 2023. The physician opened the device, and it was found that the bands were stuck together. During the procedure, when the device was deployed, several bands were deployed together. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.